Manufacturer narrative:
No reason for return was provided. A complaint cannot be confirmed or denied. Additional observations not reported by site are a broken cable and pulley damage. One grip close cable is broken at the distal idlers. Idler pulley spins freely. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Distal idler pulley on same side as broken cable and top of idler pin exhibit various scratch marks on exposed outer surfaces. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
On (B)(4) 2012 the mega suturecut needle driver instrument was returned without a receiving any prior complaint information. The customer was contacted to gain additional information, however no further information has been provided.